Manufacturer narrative:
Follow-up # 1 ¿ (03/18/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. In addition, a secondary issue was noted when test strips were tested with control solution, an error 4 was observed with no assignable cause found. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be intact and passed tga testing. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013,the lay user/ reporter contacted lifescan (lfs) in (B)(4) alleging the patient's onetouch verio iq meter was displaying inaccurately high compared to another meter. This complaint was classified using the documentation from the customer care advocate (cca). The reporter stated the alleged issue occurred a couple of months prior to contacting lfs. The reporter stated 10 minutes prior to the start of the alleged issue the patient felt "shaking, sweating and pale." The reporter stated the patient immediately tested on the meter and obtained a reading of "12.1mmol/l" compared to "1.8mmol/l" on a ot ultra2 meter. Based on statistical methodology the calculated difference of the results exceeds the expected result of <1.67mmol/l or 15% obtained within 30 minutes of each other. The reporter stated the patient uses insulin to manage his diabetes and tests 4 or more times per day. The reporter stated the patient did not receive any additional treatment in response to the alleged issue. At the time of troubleshooting, the meter was in the correct unit of measurement at the time of testing, and he was using the correct testing steps. The patient was found to be using an approved sample site to obtain the samples. The patient's test strips were in good condition. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication the subject meter caused or contributed to an adverse event. The reporter stated the patient had symptoms prior to the start of the alleged issue, therefore the meter could not have caused the alleged issue. There is no indication the patient's symptoms worsened since the patient did not receive any treatment from a healthcare professional. However, this complaint is being reported because the reporter performed a meter vs meter comparison which meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 ¿ (05/06/2014). The patient¿s meter and test strips have been returned on 3/17/2014 and 3/4/2014, respectively, and evaluated by lifescan product analysis on 4/24/2014 and 4/28/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. Additional tests were performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to be saturated by moisture during visual inspection and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.